Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2016 as part of a clinical trial for amd subjects. During a follow-up visit on (B)(6) 2016, the patient reported deterioration in vision over the past 10 days. The surgeon found that the patient had developed a total retinal detachment, two nasal tears, and anterior and posterior pole proliferative vitreoretinopathy (pvr). On (B)(6) 2016, the patient underwent pars plana vitrectomy and silicone oil surgery. After the revision surgery, the patient was reported to be doing well. The eye was comfortable and retina was attached. There was no defect or malfunction of the device associated with this event.